Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned as it remains in the anatomy. The investigation was unable to determine a conclusive cause for the reported patient effect. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of restenosis is a known potential patient effect as listed in the supera instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication the issue was caused by or related to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient was implanted with a 4.5 x 60 mm supera stent in the left popliteal artery on (B)(6) 2015 and was discharged. During the follow-up angiography on (B)(6) 2016, in-stent restenosis of the distal portion of the stent was noted. The patient was subsequently treated using laser atherectomy and an armada 35 balloon dilatation catheter. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.